Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm. However, the home pt disconnected themselves from the pt line during a dwell cycle. When the pt returned they reconnected themselve back up, but therapy had already progressed to the drain cycle. The home pt received the alarm shortly after. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt.